Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline breast prosthesis, cat. #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 05/30/2018, mentor became aware that the explantation date for the suspect medical device is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/16/2018, the mentor failure analysis lab received the device for evaluation. On 07/16/2018, mentor received additional information about the event: the date of event was initially reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Implantation date was initially reported to be (B)(6) 2009. New information states that the implantation date is (B)(6) 2009. Explantation date was initially reported to be (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient¿s explanted prostheses were replaced with mentor memorygel breast implant 360cc gel breast prostheses. On 07/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the posterior view extending to the anterior. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring less than 0.1 cm, discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).